Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case is broken, ring and ring cover are missing, ring cover screw is missing, battery contacts are compressed, and the keyboard is scratched. (B)(4).

Event description:
It was reported the device did not seem to sense properly. It was pacing over the patient even at a rate of 50. A different box was tried and that one worked. The device was returned for repair. No patient complications were reported as a result of this event.